Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution.

Event description:
Patient was revised due to bony growth of hypertrophic bone. On (B)(6) 2015, it was reported that "there was ample bone growth in the posterior and lateral aspects of the ankle joint that caused impingement on the prosthesis which led to pain. Once inside the ankle joint, surgeon removed all excess bone in and around the joint space. Both tatar and tibial components were well fixed and aligned. Polyethylene spacer was in great shape, but swapped out as a precaution.

Event description:
Patient was revised due to bony growth of hypertrophic bone. On (B)(6)-2015, it was reported that "there was ample bone growth in the posterior and lateral aspects of the ankle joint that caused impingement on the prosthesis which led to pain. Once inside the ankle joint, surgeon removed all excess bone in and around the joint space. Both talar and tibial components were well fixed and aligned. Polyethylene spacer was in great shape, but swapped out as a pre-caution.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.